Manufacturer narrative:
Follow-up #1: date of submission 9/7/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: no defect was found. Black box and cgm history show ¿cs208/cs213¿ cgm low/high bg alerts on (B)(6) 2016. The pump powers up with auditory and vibration alerts..2-test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. Alarms occurred during the investigation, test ¿cs213¿ warning was simulated with 120mg/dl as threshold and 30min as snooze time. The pump gave the appropriate ¿cs213¿ warning audible and visible alert.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the device was not emitting the audible alerts, but it was still vibrating. There was no allegation of an adverse event. The complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery